Event description:
Plaintiff alleges severe and irreverible type-1 latex allergy with serious risk for an anaphylactic reaction. Alleges suffering physical injuries, including but not limited to chest pain and tightness, dyspnea, facial, chest and arm rashes, nasal inflammation and fatigue, and other physicial injuries, as well as great despair and loss of enjoyment of like.